Manufacturer narrative:
This report is being supplemented for correction to event description.

Event description:
It was further reported that the procedure type was therapeutic. Intended procedure was "without surgery", as reported. The procedure was completed using a similar device.

Manufacturer narrative:
The device was inspected and was determined that the product specifications were not met. Communication error e226 was confirmed. Additionally, there was a failure in the camera cable. The failure of the camera cable indicated that it was not possible to communicate with the processor properly. This may have led to the occurrence of error e226. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Per instruction for use: immediately turn off the product, pull out the video connector, and unplug it. Clean the electrical contacts of the video connector and reconnect it. If the same malfunction occurs after the power is turned on again, immediately turn off the product, unplug the power plug of the product from the medical outlet, disconnect the power cord from the power inlet of the product, and contact olympus. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during preparation/prior to sedation using this camera head, scope communication error 226 and 228 (image does not appear) were observed. The intended procedure was an unspecified diagnostic procedure. The procedure was completed with the same set of equipment. There were no reports of patient or user harm associated with this event.